Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was mid rca with moderate tortuosity, moderate calcification and 90% stenosis. After pre-dilatation with another company's 4.0-15 mm balloon catheter, the 4.0-23 mm vision stent was delivered; however, when the stent delivery system (sds) balloon was expanded, the balloon ruptured at 12 atm. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. A balloon rupture can result from damage during manufacturing, materials, interactions with other devices, anatomy, calcification, or insufficient preparation. It is likely that the balloon rupture may have resulted from use since there was no report of any leak noted during preparation, which indicates the balloon was not damaged prior to use. The reported moderately tortuous anatomy and moderately calcified lesion may have contributed to damaging the surface of the balloon and upon inflation, the balloon ruptured. Without a returned device for analysis, a definitive root cause for the balloon rupture cannot be determined.